Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The customer did not know the blood glucose reading. The customer stated that she had tried every single remedy in attempts to resolve the alarm, but she was unable to do so. She was advised that the insulin pump would be replaced. Nothing further reported.